Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds which returned to normal the following day and a pacing problem. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.